Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump case was cracked near the battery compartment and the pump was losing power. The battery cap was not able to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed power reboots on (B)(6) 2013. During testing, the pump powered on in accordance with normal operation. Evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was not able to fully secure to the pump due to damaged battery cap threads and the battery compartment crack. During investigation, a power loss occurred prior to exercising the pump. The pump was exercised for 24 hours with no power loss or battery related warnings occurring. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.